Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the device stopped nebulizing while in use after a short time. It seems that the yellow wing nut was damaged. Oxygen saturation of the pt decreased." No pt injury reported.